Event description:
The patient complained of "being too tight". When the hcp increased the dose, the patient became too limber. The patient experienced dizziness. It was noted "they" blame "everything" on the pump and would like to turn the pump off to evaluate the patient's baseline state without intrathecal drug delivery. It was noted the patient has had a pump implanted over a period of 17 years. The pump contained baclofen. It was further noted that when the drug in the pump got "old", the patient's symptoms worsened. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported further event details and updated patient status. The healthcare provider was reporting that the pump had reached the end of its serviceable lifetime and the healthcare provider (hcp) was attempting to wean the pump and planned to do an elective explant of the pump and not replace it per patient family wishes. The reporter stated that the patient has always "gripped about the pump". The patient was x-rayed several years ago; nothing was found. In february, the patient went to see an hcp and she felt worse after the pump refill "when she normally feels better". The patient had to go to the bathroom all of the time. The patient and mother were told the patient's thyroid was "messed up, but then they said it was fine". The primary physician performed blood work 2 weeks prior to the date of the report, but the physician had not called back with results. The hcp also performed an EKG, and it looked fine. The patient experienced some withdrawal; trouble breathing was noted. The hcp informed the reporter that the pump did not cause the symptoms. In addition to the other various symptoms/complaints, a rash was noted on the patient's knee and "the patient woke up at night". When the patient experienced the tightness and dizziness, as previously reported, the symptoms occurred on a thursday in may. The patient's mother gave the patient 1/2 of a baclofen pill. By saturday, the tightness was gone. A week later, the dizziness was gone. A week later the patient felt better. The patient was not having spasms but was "jumpy". A couple of weeks later, the patient complained again of being tight and dizzy. The patient was given 1/2 patient and mother met with the hcp about taking the pump out. The patient was not scheduled for surgery; the hcp could not "help" until (B)(6) and the patient was told to see her regular physician. The reporter stated that "the hcp was upset that the patient's mother and patient did not want to have the pump replaced; they want it taken out". The pump was turned down "as low as it could go". As of (B)(6) 2012, the medications had been in the pump 3 months to the day. The patient continued to feel as if she was falling, and felt tight. The reporter indicated the baclofen concentration was"¿24 mg". In (B)(6), the medication was reduced from 93 to 24 mg.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8703w, lot# l43745, implanted:1997 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).